Manufacturer narrative:
The MFR has been made of similar complaints regarding an unintended bolus of anticoagulant being delivered and bags running dry before an alarm is triggered. Corrective action has been identified and a new software version to address the issue with bags emptying before an alarm is triggered is under development and implementation will start after 510(k) clearance. A hardware upgrade reducing the risk of unintended bolus delivery of anticoagulant is planned to be introduced in conjunction with the new software version.